Event description:
During a scheduled dialysis treatment, the pt suffered a cardiorespiratory arrest. Resuscitative attempts were unsuccessful. Preliminary autopsy results list the cause of death as an air embolus.